Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 304 mg/dl. Troubleshooting found insulin was unable to exit with a plunger push and there was greater than normal resistance. Customer was advised their reservoir/infusion set connection may be severed. The customer was advised to change out their infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.